Event description:
After assembling the bipolar head for a surgery, it was noted that the polyethylene liner was not fully engaged with the shell, and moved when pressure was applied to the edge. A back-up device was used for the surgery.